Manufacturer narrative:
(B)(4). Batch # m54h7u. Result: the analysis found that one ec60a device was returned with the handle shrouds slightly separated and with three cartridge reloads present. Cartridge (b, c, d) ecr45b, m5483w were received unfired and in good visual conditions. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted during the functional test. The manual switch worked as intended. No conclusion could be reached as to how the handle shrouds became damaged however it should be noted that as part of our quality process; each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an ileectomy procedure, the operation started out laparoscopic and was converted to open due to the patient situation; converted prior to the device use. Later in the case on a subsequent firing, the device locked out with a blue cartridge. The knife reverse switch was attempted to open the device, but it remained locked on the tissue. A second powered device was opened and used to resect the device and remove it from the patient. The case was completed with the powered device. The device was able to be opened at the back table by the scrub. There were no patient consequences reported.